Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
MFR. Ref no. : 2320(B)(4)61. Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error, which was observed during power up. System error 105 was confirmed and caused by a failed (component was dislodged) input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.